Event description:
Obtained results of 289mg/dl, 314mg/dl, and 72mg/dl within 10 minutes on the same device. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.